Event description:
It was reported the patient had a missed refill. The patient was traveling from tx to pa and did not have their pump refilled prior to traveling to pa. The refill date was to be (B)(6) 2012. The patient's healthcare provider (hcp) directed the patient to an emergency room (ER) in pa for pump management. It was later reported the patient did not experience any symptoms of withdrawal or otherwise, and a manufacturing representative arranged for the patient to have their pump refilled on (B)(6) 2012. The medication in the pump was lioresal (baclofen). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter, product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter, product ID 8591-38, lot# d09397, implanted: 2011 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).